Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - medical device problem code.

Event description:
It was reported that a 73 yo male patient, initial left shoulder implanted in (B)(6) 2023, underwent a revision in (B)(6) 2024. The patient became infected and was revised from a reverse to a hemi with antibiotics. The surgeon removed the head, replicator plate, and torque screw. The original stem was still well fixed. Only the stem from the index procedure was retained. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return. The hospital kept them. No device images were provided. No further information.

Manufacturer narrative:
D10: concomittants: 300-30-08 - equinoxe preserve stem 8mm; 320-06-42 - glenosphere 42mm; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-05 - eq rev locking screw; 320-15-07 - sup/post aug plate, l rs glenoid baseplate; 320-20-00 - eq reverse torque defining screw kit; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm; 320-42-00 - 145-deg pe 42mm hum liner +0; 321-20-00 - equinoxe reverse shoulder drill kit; 531-55-88 - ergo gps 3.2mm drill kit sterile; 531-78-20 - shouldr gps hex pins kit; a10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.